Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown when device failed. Unknown prodisc implant at l45 and l5s1 endplate/unknown part number for the class iii device (pro-disc implant). Implanted date: unknown when implant surgery took place. Explanted date: no revision surgery for prodisc pdl. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted with a prodisc implant at an unknown date. Postoperative checks have shown that the patient had improper inlay movement. The patient did not experience pain and did not undergo revision surgery. This report is 1 of 3 for com-(B)(4).